Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported by the patient with diabetes that she was changing her infusion site due to rising glucose levels. After applying the applicator, she noted insulin seeping from the side instead of infusing and later realized there was no cannula present after removing the adhesive, which contributed to the glucose rise. Her glucose remained high. She changed the infusion site again at 4:00 a.m, which initially appeared normal and caused her glucose to decrease before it plateaued. It was confirmed that the patient did not require emergency services. She reported shortness of breath but no ketones. Bgm reading was 401 mg/dl. The event occurred while in use with the patient, operator of the device was the patient and the issue was resolved. The patient is a 46-year-old, white, non-hispanic/latino male, with a recorded weight of 178 lbs. There was no patient injury. Associated inf set cleo complaint documented on (B)(4).